Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device noted contrast visible on the shaft which is consistent with handling. The stent was stationary on the tightly folded balloon between the markers. There was a bend in the middle of the stent between the fifth and sixth rows of struts. There was a kink in the balloon and shaft at the location of the bend in the stent and a kink in the shaft 2mm proximal to the proximal balloon seal. The tip was separated at the distal end of the distal seal, confirming the reported information. The separated portion was not returned. The fracture face was jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). Factors that can contribute to tip detachment include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. To help ensure this is not the result of a product deficiency, all products are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. In this case, it is possible the stent delivery system was inadvertently handled during preparation, resulting in the tip detaching and the noted kinks and stent damage; however, this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported tip detachment could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while backloading onto a non-abbott guide wire, the tip of the vision stent delivery system separated. No resistance was noted during loading. The stent delivery system was not advanced into the patient. Another vision stent of the same size was used to complete the procedure. There was no clinically significant delay in procedure due to the event. No patient effects were reported. Though requested, no additional information was provided.